Manufacturer narrative:
The manufacturer investigation results are as follows. Upon visual inspection, the impactor has a broken laser welding, otherwise the article is in used but good condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in may 2015. No ncrs were marked in the DHR during production. The cause was identified as a design issue of the welding of the impactor (weld is not resistant to support hammering operations). Device was used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted / explanted. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 03.010.410, lot # 9387458. Manufacturing location: (B)(4), manufacturing date: may 05, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a trochanteric fracture on (B)(6) 2016, the surgeon was using the impactor in conjunction with the inserter connected with the pfna (proximal femoral nail antirotation) blade. The surgeon reportedly made sure that the blade¿s tip of the fin rotated so and he inserted the blade into the femur. After he completed the insertion, he turned the inserter clockwise to lock the blade; however, he could not completely close the gap between the blade and the inserter. He replaced the blade with a new one and repeated the process. He was able to complete the locking process on the second attempt. The blade and the inserter were connected by the surgeon and a scrub nurse pressing the blade with a wrench and the tip of the fin rotated. There was a surgical delay of ten (10) minutes due to the reported event. There is no available information regarding the patient and surgical outcome. After the procedure, the surgeon tested the device a few more times and the same thing happened and at other times didn¿t. Concomitant device: nail (part# unknown, lot# unknown, quantity: 1). This report is for one (1) impactor for pfna blade. This is report 2 of 2 for (B)(4).